Manufacturer narrative:
Upon receipt, the ICD battery status was eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered defibrillations shocks as specified. There was no indication for a device defect. Particularly, the shock capacitors proved to be flawless and the specified energy level was reached. The memory content indicated that the charge time limit had been reached. Due to the use of the a-k00..0a/1 programmer software, the charge time limit was 12 seconds. A charge time of 12 seconds does not indicate a device failure. Once the charge time limit has been reached, the eri status appears to alert the physician. Due to the 12 second charge time, the eri status appeared. Programmer software released charged time limit of up to 20 seconds.

Event description:
Eri. Ous MDR.